Event description:
Sorin group received a report from a customer that during an ECMO procedure, the centrifugal pump displayed an error and stopped. The pump was hand cranked until the unit was changed out. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the stockert centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report from a customer that during an ECMO procedure, the centrifugal pump displayed an error and stopped. The pump was hand cranked until the unit was changed out. There was no report of pt injury. A sorin group field service representative was dispatched to the facility to evaluate the pump. The drive unit was replaced and all subsequent functional testing found the device to be working properly. The drive unit has been returned to sorin group. The investigation is on-going. A follow up report will be sent when the investigation is complete.